Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 449 mg/dl. Troubleshooting for high blood glucose levels were performed. Customer treated their high blood glucose level via bolus delivery. Customer¿s current blood glucose level was 275 mg/dl. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed and passed the high pressure test. Customer was able to successfully troubleshoot the insulin pump and found out the infusion sets and reservoirs were expired which resulted in high blood glucose levels.